Event description:
A (B)(6) yr old female who received 15 cc's of calstrux in conjunction with a titanium implant on (B)(6) 2005 for a benign osteolytic odontogenic lesion at left mandibular angle experienced edema at the surgical site, wound dehiscence, and migration of the calstrux on (B)(6) 2005. These events prolonged hospitalization. Treatment included secondary closure. Healing time was extended and the clinical results were reported as not totally satisfactory. The events were suspected to be related to the use of calstrux. Add'l info will be requested.